Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert for an elevated sensing integrity count and high rate non-sustained episodes. It was also reported the patient was swimming at the beach during the time of the episodes. The lead remains in use and no patient complications have been reported as a result of this event.